Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2014 and a drain was used. The connection part between the trocar and the drain broke off. There was no adverse consequence to the patient and the patient is reported to be in stable condition. Additional information was not provided.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The sharp edge of the rib damaged the tubing when the tubing was pulled at an angle and caused the breakage. The product did meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.